Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Technical services discussed safety mode function and parameters and recommended device replacement. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Technical services discussed safety mode function and parameters and recommended device replacement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the crt-p was explanted and replaced the following month. A non-boston scientific device was implanted. The explanted device was not able to be returned to the united states from russia. No additional adverse patient effects were reported outside f the unexpected device replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device was unable to be returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.